Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. The owner of the facility, rolling hills manor nursing home, called. He stated the lift is only 4 years old and that nothing is wrong with the lift, except the rubber pads where the knees go has ripped. He contacted the dealer and they are replacing the parts. The only demographics disclosed were that the lift is used by 15-20 residents at various times. MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model unknown serial number/date code unknown. The owner's manual was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.